Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil was unable to confirm the reported issue of misalignment in the touch position. The touch screen was tested, and the touchscreen flex circuit passed all resistance testing of test #1. Touch screen misalignment failures that have resulted in a no problem found conclusion.

Manufacturer narrative:
E1: reporting address postal: (B)(6). G1 contact office phone: (B)(4).

Event description:
Philips received a complaint reporting a misalignment of the touch position on the v60 ventilator touchscreen. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse attempted resolution by completing calibration, but the issue persisted. The pse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.